Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during an initial total hip procedure, the instrument fractured while inside the patient. No delay in surgery and no complications were reported. The patient did not retain any pieces of the instrument.

Manufacturer narrative:
(B)(4). Reported event is not confirmed, as device was not returned. No visual inspection was conducted. Complaint history reviewed determined that no further action(s) is/are required. Review of the device history record identified no deviations or anomalies. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.